Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
End user stated the matrx back hardware cracked and broke.